Manufacturer narrative:
The reported filter leak was confirmed by investigation. No product samples were returned for investigation. Pictures were provided by the customer documenting the experienced filter leak from the air vent of the filter. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot review was performed with no issues noted.

Event description:
The customer reported plum set was leaking chemotherapy (taxol) and normal saline. This occurred during infusion and the leak was noticed 30 minutes after the start of the infusion. There was patient involvement and no report of an adverse event or delay in critical therapy.